Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient did not bring the increased urination following the upper gi procedure issue to their attention and they were unsure how it affected the device. The hcp reported the cause of the increased urination was not determined and the patient did not come into the office until (B)(6) 2018 for reprogramming. It was reported that the actions were that 2 new programs were added on that date to resolve the increased urination, and the patient was to return in april or callif they had problems before then. It was also noted the patient had not been in the office between (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their reason for calling was to review the patient programmer button use. They reported they had been noticing that they were peeing. When asked the date of onset, they replied they actually thought they had a condition called gastroparesis, which is the stomach not emptying properly, so sometimes they had constipation where their bowels/intestines got kind of clogged and effected a little bit. They recently got medication where it helped, it was like a pelvic kind of water, liquid in the bowel that ends in the intestines to calm it down and send it through, but prior to that they had been noticing it and their doctor said it was probably due to the extra pressure pushing against the bladder, so it was perfectly normal. Patient stated that went on for 2-3 weeks. Patient was able to sync with their patient programmer on the call and it showed stimulation was on program 2 at 2.35v. Patient decreased stimulation and reported it was comfortable. They stated they thought it was a combination of all of that. When asked the date they first noticed the issues, the patient responded that they actually had an upper gi for a gastro procedure on (B)(6), so like right after that. Patient stated they thought the constipation caused pressure against their bladder, which may have caused increased urination. Patient was asked again the date in which they noticed the issue and they said probably the end of (B)(6). Patient reported for the first time since they talked, the actually felt the stimulation. Patient reported that they never really felt stimulation. Patient was asked when they first noticed that issue and they reported they didn't know because they didn't think they were using the patient programmer properly. Troubleshooting resolved the reported issue to go over button use and icon meaning of the patient programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The healthcare provider the patient had not contacted the office or had their device evaluated since the reported event. They were going to contact the patient to see if an appointment was needed.